Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not provided.

Event description:
It was reported that the patient was experiencing an infection at the ipg pocket site. As a result, the patient's system was completely explanted.